Event description:
The customer complained of high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The customer was advised to change her infusion set and to try different site locations. Arrangements were made to have a replacement insulin pump shipped to the customer. The customer called back and stated that she had been hospitalized due to hyperglycemia and nausea. The customer's doctor stated that the customer did not have any infections. The customer stated that she was having problems with her infusion sets coming out of her body due to the insulin pump tugging on them. The customer was advised on methods to better keep the infusion sets stuck to her body. Possible alternate causes for hyperglycemia were explained.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.